Manufacturer narrative:
Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not initially form at this location. However, the denaturation of the deposition and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was in the outlet stator for an extended period of time. Examination of the remaining blood-contacting surfaces revealed a biological lining strongly adhered to the proximal opening of the inlet tube and non-laminated depositions in the lumina of the inlet tube, inlet elbow, and outflow graft and on the inlet section of the rotor. The depositions appeared to have developed as the result of poor surface washing due to a low flow situation or an interruption in flow through the pump. Although there were depositions in the inlet tube and inlet elbow, a direct correlation to the report of the inflow conduit being malpositioned towards the free wall of the left ventricle cannot be conclusively determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found that would have contributed to the formation of the depositions. A correlation between the device and the report of hepatic and renal failure could not be conclusively determined. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis, renal failure, and hepatic failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device is expected to be returned for evaluation. It has not yet been received. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to a local hospital on (B)(6) 2016 due to sepsis. In the days leading up to the admission, the patient reportedly had a ¿flu infection¿ that was treated with antibiotics; however, the patient later became hemodynamically unstable. After 12 hours the patient was transferred to the implanting center. The patient required mechanical ventilation and was inotrope dependent. Liver and renal failure with anuria occurred, and the patient was started on hemofiltration. The patient¿s lactate dehydrogenase (ldh) level was 153 mmol, and the inr was 3. An echocardiogram showed that the left ventricle was not unloading and the aortic valve opened regularly; the position of the inflow cannula was directed to the free wall of the left ventricle. The patient reportedly refused a pump exchange and the pump was stopped by the medical team. The patient subsequently expired on (B)(6) 2016. No additional information was provided.